Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 350 mg/dl. Customer changed out the infusion set and delivered a bolus to treat bg. Pump system check with tandem technical support (cts) found air bubbles in the tubing. Cts assisted customer with priming the air out.